Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced some low blood glucose (bg) levels. Reportedly, the customer did not test bg levels at the time of the reported event; however, stated that low bg levels are treated based on the symptoms experienced. The customer reported that the suspected cause was usually due to going too long without consuming food. The customer treats the low bg level by suspending insulin, and consuming carbohydrates. Then, the customer resumes insulin delivery. Recommendation was made to consult with health care provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were confirmed between (B)(6)2016 and (B)(6) 2017. User makes bolus requests without entering current bg levels and still having insulin on board (iob). There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.